Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with defects found. Root cause (test strip lot#ms1460) was vial was most likely exposed to humidity / root cause (meter) is user mechanical stress.

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred as soon as the blood sample has been applied. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2016 produced result of e-3 upon insertion of test strip into meter port. Verified storage of product may not have been within instructed specification since he travels much and may been exposed to high humidity environment.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with defects found. Root cause (test strip lot#ms1460) was vial was most likely exposed to humidity / root cause (meter) is user mechanical stress. (B)(4).

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred as soon as the blood sample has been applied. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2016 produced result of e-3 upon insertion of test strip into meter port. Verified storage of product may not have been within instructed specification since he travels much and may been exposed to high humidity environment.